Manufacturer narrative:
The product is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within thirty days of receipt.

Event description:
Post stent deployment, 1.5cm of the lesion was left untreated. The physician feels the stent was shorter than what was indicated on the packaging. The pt was a male (age unknown). The lesion was the distal superficial femoral artery (sfa). The lesion was calcified. The rate of stenosis is unknown. The product was properly inspected and prepped prior to use and no anomalies were seen. There was no difficulty accessing the lesion with the guidewire. The lesion was pre-dilated. The physician had no difficulty advancing the stent delivery system (sds) to the lesion and deploying the stent. The sds was removed from the pt and the stent was post-dilated. After post-dilated, it was noted that the stent did not cover the entire lesion. Therefore, another stent (8x40ml) was deployed to completely cover the lesion. There were no reported pt complications.